Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after changing the battery cap. Customer¿s blood glucose level was 135 mg/dl. Customer reported the display did not returned after insulin pump restart. The customer reported that the display was blank at the time of call. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.